Event description:
The customer stated the segments were missing on his display screen. While troubleshooting, it was discovered the meter was set in mmo1/l. The customer was able to reset the meter to mg/dl in order to determine which segments were missing. The customer did not allege any adverse events. The meter is to be replaced, and the customer will upgrade to a contour meter.